Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube(s), perforation (fallopian tube(s)),'), device dislocation ('malposition of essuredevice/migration ofessure device/malposition of essure device location of device: within the pelvis, migration of essure device location of device: within the pelvis') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she was unable to perform the procedure.". Concomitant products included alprazolam (xanax), ibuprofen, ketorolac tromethamine (toradol), milnacipran hydrochloride (savella), ondansetron (zofran melt), oxycodone, pregabalin (lyrica), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("back pain"). In (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fibromyalgia ("autoimmune disorder -fibromyhalgia,"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), alopecia ("hair loss"), skin fissures ("rashes or skin condition /rashes or skin conditionstype: dry and cracked skin"), urinary incontinence ("unable to hold pee frequent"), bipolar disorder ("psychological or psychiatric problemscondition: emotionally unstable; manic depressive; bipolar,"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), menstruation irregular ("hormonal changes describe: irregular cycles,"), borderline personality disorder ("psychological or psychiatric problemscondition: emotionally unstable; manic depressive; bipolar,"), bipolar I disorder ("psychological or psychiatric problemscondition: emotionally unstable; manic depressive; bipolar,"), dry skin ("rashes or skin condition /rashes or skin conditionstype: dry and cracked skin"), cyst ("reproductive system disorder or condition type of disorder or condition: cysts"), insomnia ("insomnia") and furuncle ("boils on face"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("headache"), reproductive tract disorder ("reproductive system disorder or condition"), gastrointestinal disorder ("gastrointestinal or digestive systemcondition,"), abdominal pain ("abdominal pain"), amnesia ("memory loss"), allergy to metals ("nickel allergy"), abdominal distension ("bloating") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight gain / loss /weight gain / loss specifywhich one: weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, fibromyalgia, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, reproductive tract disorder, nausea, vaginal discharge, visual impairment, weight decreased, gastrointestinal disorder, alopecia, skin fissures, abdominal pain, back pain, urinary incontinence, amnesia, bipolar disorder, irritable bowel syndrome, menstruation irregular, allergy to metals, borderline personality disorder, bipolar I disorder, dry skin, cyst, insomnia and furuncle outcome was unknown and the abdominal distension and abdominal pain upper was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, amnesia, back pain, bipolar disorder, bipolar I disorder, bladder disorder, borderline personality disorder, cyst, device dislocation, dry skin, fallopian tube perforation, female sexual dysfunction, fibromyalgia, furuncle, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, insomnia, irritable bowel syndrome, menorrhagia, menstruation irregular, mental disorder, migraine, nausea, reproductive tract disorder, skin fissures, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight decreased to be related to essure. The reporter commented: it was reported that plaintiff did undergo an essure confirmation test but her healthcare provider told that she was unable to perform the procedure discrepancy noted in date(s) of insertion: (B)(6) 2010 and date(s) of removal: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received : aka added, events autoimmune disorder is updated to fibromyalgia, rashes or skin conditions is updated to dry and cracked skin, weight fluctuation is updated to weight loss, events added- gastrointestinal or digestive system condition type: ibs, hormonal changes describe: irregular cycles, nickel allergy, psychological or psychiatric problems condition: emotionally unstable; manic depressive; bipolar, boils on face, reproductive system disorder or condition type of disorder or condition: cysts, insomnia, bloating, stomach pain. Events onset date and concomitant drug added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube(s), perforation (fallopian tube(s)),'), device dislocation ('malposition of essure device/migration of essure device'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she was unable to perform the procedure.". Concomitant products included alprazolam (xanax), ketorolac tromethamine (toradol), milnacipran hydrochloride (savella), pregabalin (lyrica), sertraline hydrochloride (zoloft) and tramadol. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia"), mental disorder ("psychological or psychiatric problems"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("headache"), reproductive tract disorder ("reproductive system disorder or condition"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), visual impairment ("vision/eye problems"), weight fluctuation ("weight gain / loss"), gastrointestinal disorder ("gastrointestinal or digestive system condition,"), alopecia ("hair loss"), rash ("rashes or skin condition"), skin disorder ("rashes or skin condition"), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary incontinence ("unable to hold pee frequent") and amnesia ("memory loss"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, autoimmune disorder, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, mental disorder, bladder disorder, urinary tract disorder, migraine, headache, reproductive tract disorder, nausea, vaginal discharge, visual impairment, weight fluctuation, gastrointestinal disorder, alopecia, rash, skin disorder, abdominal pain, back pain, urinary incontinence and amnesia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, autoimmune disorder, back pain, bladder disorder, device dislocation, fallopian tube perforation, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, mental disorder, migraine, nausea, rash, reproductive tract disorder, skin disorder, urinary incontinence, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight fluctuation to be related to essure. The reporter commented: it was reported that plaintiff did undergo an essure confirmation test but her healthcare provider told that she was unable to perform the procedure diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs received : event ¿injury nos¿ is replaced with fallopian tube perforation. Case become incident. Reporter added, patient demographic added, essure insertion date updated and removal date added. Product indication updated. Events added- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), hypersensitivity, apareunia (inability to have sexual intercourse), psychological problems, autoimmune disorder, malposition of essure device, bladder disorder, urinary tract disorder, migraines, headaches, reproductive tract disorder, nausea, pain, vaginal discharge, fallopian tube perforation, vision problems, weight gain/ weight loss, gastrointestinal disorder, abdominal pain, back pain, rash, skin disorder, device monitoring procedure not performed, urination incontinence. Events severity, concomitant drug. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report